Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor, and performed testing. The sensor failed per specification due to high readings.

Event description:
Customer reported inaccurate sensor readings. Currently, her blood glucose is 273 mg/dl, but her sensor reading is over 400 mg/dl. Customer was educated on proper sensor and calibration methods. She was advised of the difference between sensor glucose readings and actual blood glucose. The sensor will be replaced. Nothing further reported.